Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified that a complete balloon circumferential tear had occurred in the balloon. The tear was located at the distal end of the proximal balloon sleeve. An examination of the balloon material identified a longitudinal tear was present along the main body of the balloon for a distance of 51 mm distally from the circumferential tear. The balloon was attached to the delivery device by the distal balloon bond. An examination of the markerbands identified no issues. The balloon protector was not received for analysis. A visual and microscopic examination of the device identified that the tip of the device was slightly damaged. No other issues were noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as it was reported that the complaint device was inflated at 28-29 atmospheres which is above its rated burst pressure. The dfu states; "do not exceed the rated balloon burst pressure." (B)(4).

Event description:
It was noted that a balloon ruptured and balloon detachment occurred post procedure, a 10.0 x 40, 75cm mustang¿ balloon catheter was tested for dilatation outside the patient's body. The physician used an unspecified indeflator and inflated the balloon at 28 or 29 atmospheres, the balloon ruptured longitudinally and the proximal part of the balloon was detached from the shaft. No patient complications were reported and the patient's status was good.

Event description:
It was noted that a balloon ruptured and balloon detachment occurred. Post procedure, a 10.0 x 40, 75cm mustang¿ balloon catheter was tested for dilatation outside the patient's body. The physician used an unspecified indeflator and inflated the balloon at 28 or 29 atmospheres, the balloon ruptured longitudinally and the proximal part of the balloon was detached from the shaft. No patient complications were reported and the patient's status was good.